Event description:
It was reported to philips that system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) examined the system onsite and confirmed that system did not start up. Upon troubleshooting fse found third party ups was beeping, and system was unable to start up. To resolve this fse bypassed the ups. After bypassed ups, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party ups failures may occur that can cause the allura system start up issue. This scenario includes situation in which is related to the third-party ups problem and this ups is not a part of the philips component. Since the malfunction of third-party ups would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.